Event description:
Tubing was detached during setup on patient.

Manufacturer narrative:
Unit 1- customer report was confirmed. Rec'd (1) single dpt - vamp plus kit. Kit appeared not used. Vamp tubing was completely broken off from solvent bond joint with sample site. Tubing did not appear to be bent at the site of damage. Unit 2 - customer report was confirmed. Rec'd (1) single dpt - vamp plus kit. Kit appeared not used. Vamp tubing was completely broken off from solvent bond joint with vamp reservoir. Tubing did not appear to be bent at the site of damage.

Manufacturer narrative:
Not yet received for evaluation.